Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the user to contact their health provider if any irritation occurred. Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.

Event description:
The user reported that her grand daughter put the swab with binaxnow covid-19 reagent solution in her mouth. The user reported her grand daughter went to the card that was placed on the kitchen counter. At the time of the call the user reported that her daughter was already on the phone with the doctor. No additional patient information, including treatment and outcome, was provided.